Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). According to the gore¿ excluder¿ aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the event date will be used august 24, 2017- the date of the aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 50mm in diameter and was implanted with gore¿ excluder¿ aaa endoprostheses. The patient is enrolled in the grt 10-11 study. The patient tolerated the initial procedure. The follow-up on (B)(6) 2016, showed that the maximum diameter of the aortic aneurysm/lesion was 48mm. Reportedly, from (B)(6) 2017 to (B)(6) 2020, the maximum diameter of the aortic aneurysm/lesion increased in size from 49mm to 58mm. It was reported that on (B)(6) 2020, a type ii endoleak was determined and the patient underwent a coil embolization procedure. The patient tolerated the procedure.